Event description:
Claims that the threaded portion (flange) of screw broke/separated. Pt's height is 6' tall. The screw remains in the pt. The only part being returned is the piece that broke. This was primary surgery. No revision scheduled. They had to wire the screw to the rod.